Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a issue during priming process. Customer stated that insulin pump start rewinding on its on when they change site it gets stuck in the loop for rewind. Customer sated that sometimes when they was just sitting it will rewind on its own. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis